Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The eccentric de novo lesion was located in a mildly calcified left circumflex artery. During inflation with the 2.5 x 15mm maverick2 monorail balloon catheter, the balloon ruptured at 6 atms. Another 2.5 x 15mm maverick balloon catheter was used. It was inflated to 6 atms to complete this procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The eccentric denovo lesion was located in a mildly calcified left circumflex artery. During inflation with the 2.5 x 15mm maverick2 monorail balloon catheter, the balloon ruptured at 6 atms. Another 2.5 x 15mm maverick balloon catheter was used. It was inflated to 6 atms to complete this procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found a circumferential tear was present 3mm proximal to the proximal edge of the distal markerband. A detailed examination of the markerbands could not identify any issues which could potentially have contributed to the tear. The radial tear covered approximately 75% of the circumference of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).